Event description:
A customer reported via social media that the adc device would not power on with either button press or test strip insertion. The customer indicated experiencing a loss of consciousness due to this issue, but no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media that the adc device would not power on with either button press or test strip insertion. The customer indicated experiencing a loss of consciousness due to this issue, but no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following have been updated, to include the previously erroneously unincluded investigation: h2 - if follow up, what type? H3 - device evaluated by manufacturer? H6 - adverse event problem. H10 - addtl mfg narrative.